Manufacturer narrative:
(B)(4).

Event description:
On 10oct2016 the patient (pt) called to report that he/she was diagnosed with a corneal ulcer od while wearing the acuvue oasys for astigmatism brand contact lens. The pt reported that the event occurred in (B)(6) 2016. The pt reported that the od is healed now. The pt reported that he/she wears the lenses for 2.5 weeks and does not sleep in the lenses. The suspect product was discarded. A call was placed to the pts treating eye care provider (ecp) and the initial information was obtained as follows: the ecp reported that the pt has corneal scar located peripherally od, superior nasal. The ecp reported that the pt had "no permanent damage or permanent loss of visual acuity. The pts medical records were received on 11oct2016. Medical records summary: emergency department: date of visit: (B)(6) 2016. Diagnosis: corneal ulcer od. New medications: levofloxacin 0.5% 2 drops od every 4 hours; 7 days. Fu: within 2 days with ecp. No additional medical information received from emergency room visit. Date of visit: (B)(6) 2016. Chief complaint/reason for visit: new pt 27 male presents for fu after ER visit; possible corneal ulcer. Pt presented 5 days ago with scratchy feeling od; wears soft cls; dw 1 month planned replacement cl (current pair probably about 2 weeks old, might have been on the ctl. Od continued to be uncomfortable and red, so he sought emergency care; seems like the vision in the od has decreased since this started. Was prescribed and is using vigamox qid od. Has foregone wearing ctls for now. Glasses are 2-3 years old. Problem: red and irritated. Context/onset: 1 week. Location: od. Quality: foreign body sensation. Severity: moderate. Duration: often. Timing: frequently. Aggravating: none. Relieving: eye drops. Associated ss: redness. Notes: using eye drops as directed. Exam od: wearing: -7.50 +1.25 x110. Corrected va: 20/20 w/ glasses. Pressure method: tonopen. Pressure: 19. Lid: wnl. Pupil: perrl; negative apd. Adnexa: ortho. Ocular motility: smooth and full. Tear film: adequate. Conjunctiva: normal. Cornea: 1:00 ulcer/infiltrate with no epi defect. Anterior chamber: deep and quiet. Iris: flat. Lens: clear. Anterior vitreous: normal. Fundus exam: cup to disc: .15. Optic disk: no edema, no vascularization, good color. Vitreous: clear. Macula: normal. Vessels: 2/3 ratio of arterioles/venules w/o tortuosity or abnormality. Periphery: undilated. Impression: acute pain in od now; marginal corneal ulcer od. Plan: diagnosed with cu at ER; given moxifloxacin for use q 4 hours; has been using for 5 days. -has circular infiltrate at 1:00 periphery, no epithelial defect at this time. -continue moxifloxacin gtts qid to finish 10 day course of medication; ats prn, sample given. -undilated fundus exam unremarkable ou; denies flashes/floaters. Defects dilation due to returning to work; will dilate next visit. -return 2 weeks for f/u; sooner with any worsening of symptoms. -no cl wear until fu visit. Date of visit: (B)(6) 2016. Chief complaint: 2 week fu marginal corneal ulcer if od; od feels better; no discharge or watering; pt has not worn cts in 3-4 weeks now; using vigamox drops as directed - tapering to 1 drop qid od. Problem: cornea check. Context/onset: today. Location: od. Quality: no pain, burning, blurriness. Severity: improving. Duration: always. Timing: all the time. Current medications: vigamox 0.5% 1 drop qid od; compliance issue with vigamox; pt reported use: 1 drop qid in od. Exam od: wearing: -7.50 +1.25 x110. Corrected va: 20/20 -2. Pressure method: tonopen. Pressure: 15. Lid: wnl. Pupil: perrl; negative apd. Adnexa: ortho. Ocular motility: smooth and full. Tear film: adequate. Conjunctiva: normal. Cornea: 1:00 circular scar. Anterior chamber: deep and quiet. Iris: flat. Lens: clear. Anterior vitreous: normal. Fundus exam: cup to disc: .15. Optic disk: no edema, no vascularization, good color. Vitreous: clear. Macula: normal. Vessels: 2/3 ratio of arterioles/venules w/o tortuosity or abnormality. Periphery: flat and attached 360 degrees; wwop. Impression: marginal corneal ulcer of od - stable. Plan: marginal corneal ulcer of od. - small circular scar remains at 1:00. No epi defect. D/c antibiotics at this time. - may resume cl wear; discussed no sleeping in cl. Good hygiene and cleaning. Replace as recommended. - dilated ocular health unremarkable ou besides wwop. - may return prn for refraction. If new cl rx is needed, may schedule for in op. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l002pzg was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.